Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device had continuous alarm with unspecified malfunction code, would power off on it's own and had abnormal noise. No additional info was provided. These are not a reportable malfunctions. However, during verification testing at the service center, the ac power cord was found to have a cut which exposed bare copper wires.